Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal procedure, while the device was being used at stapling of the bowel, the reloads were able to be loaded but with difficulty and then once loaded they were unable to open/close so therefore unable to fire either. The surgeon was not able to press the green button and could not squeeze the handle. There was also difficulty in unloading the reload. They used other device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal procedure, while the device was being used at stapling of the bowel, the reloads were able to be loaded but with difficulty and then once loaded they were unable to open/close so therefore unable to fire either. The surgeon was not able to press the green button and could not squeeze the handle. They used other device to complete the case. No patient injury.